Manufacturer narrative:
Waiting for the hd to be returned for failure investigation.

Manufacturer narrative:
Manufacturer narrative: the central monitoring system (cns) blue screened. The customer power cycled the unit and the cns showed an error message of failed drive. The 2nd hard disk drive (hdd) had a red light next to it. The unit was evaluated and the reported problem was duplicated. The customer was sent a replacement unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
Ref imp # (B)(4).